Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 500 mg/dl and current was 82 mg/dl. Customer stated that they totally ran out of infusion sets and had a lot of issues with them not sticking and scar tissue and had been having a lot of issues with high blood glucose because of it. Customer stated that auto mode feature active and automatically adjusting insulin delivery at time of high blood glucose event. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.